Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). A complaint was received regarding a pinnacle mom hip construct stating: "patient had ultamet metal on metal liner and had chromium and cobalt level testing as patient complaining of pain. MRI showed pseudotumor and presence of fluid in acetabulum. Removed metal liner and metal femoral head and inserted new ceramic head and poly liner." Doi: (B)(6) 2013; dor: (B)(6) 2018, note: the description mentions: "patient sending retrieved implants to law firm for metal on metal pseudotumor concern" medical records showing the blood ion levels were provided. Lab levels (cobalt and chromium) have been reviewed (dated before the dor) and are all below 7ppb. The provided x-ray was reviewed: no implant fracture or implant disassociation noted. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combinations for the head and liner (136507000/2452788 and 121887456/2755179, receptively). However; a review of the device history records associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the stem (157011100/c5acka000). Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges metallosis and metal wear. After review of medical records, patient was revised to address failed metal on metal total hip arthroplasty with pseudotumor formation. On (B)(6) 2018, they noted some milk like fluid in the joint, this was then collected and sent for culture. They also noted some scar formations from the previous surgery. There was no significant wear of the metal liner during this time. Cobalt-chromium result was provided, however no units were indicated, hence this is still considered to be low.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). A complaint was received regarding a pinnacle mom hip construct stating: "patient had ultamet metal on metal liner and had chromium and cobalt level testing as patient complaining of pain. MRI showed pseudotumor and presence of fluid in acetabulum. Removed metal liner and metal femoral head and inserted new ceramic head and poly liner." Doi: (B)(6) 2013; dor: (B)(6) 2018; note: the description mentions: "patient sending retrieved implants to law firm for metal on metal pseudotumor concern" medical records showing the blood ion levels were provided. Lab levels (cobalt and chromium) have been reviewed (dated before the dor) and are all below 7ppb. The provided x-ray was reviewed: no implant fracture or implant disassociation noted. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combinations for the head and liner (136507000/2452788 and 121887456/2755179, receptively). However; a review of the device history records associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the provided product code/lot code combination for the stem (157011100/c5acka000). Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =null. Device history batch =null. Device history review =null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient had ultamet metal on metal liner and had chromium and cobalt level testing as patient complaining of pain. MRI showed pseudo tumor and presence of fluid in acetabulum. Removed metal liner and metal femoral head and inserted new ceramic head and poly liner.